Event description:
It was reported to philips that the device is defective. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.